Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible temporary vent blockage, keypad/button unresponsive/button error, charge/battery lasts less than expected, unexpected battery power loss, rewind anomaly. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884. Troubleshooting was not performed. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported insulin squirting out/dripping out during fill tubing process. Customer reported a short battery life or a low battery alarm. Customer reported receiving a power loss alarm. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-1884.

Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests or verify button keypad anomaly, motor loud/noise anomaly, unexpected battery power loss, charge/battery lasts less than expected due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/ keypad connector, battery connector, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked keypad overlay, missing display window cover, cracked battery tube threads, cracked case (battery tube), label damage. Unable to confirm button keypad anomaly, motor loud/noise anomaly, unexpected battery power loss, charge/battery lasts less than expected due to blank display. Blank display due to moisture damaged electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.